Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscal ramp repair surgery corkscrew tip broke off inside the patient. The broken pieces were retrieved from patient. The surgical technique was changed to an all-inside meniscal repair. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to do a second surgery. Update swit 12-aug-2024: further information was provided that the lasso had a corkscrew/twisted shaped tip which broke off. It was further confirmed that the surgeon changed to do an all-inside meniscal repair as it was no longer possible to do it with a lasso.

Event description:
Update swit (B)(6) 2024: after one successful pass through the meniscus, during an arthroscopic meniscal ramp repair, they attempted to pass the instrument back through for a second pass and on withdrawal the needle tip snapped clean off and got stuck in the soft tissue. They were able to retrieve this fairly quickly after with a grasper.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.